Event description:
It was reported that, painful right total hip. Stem, liner and dome hole plug were explanted. A new dome hole plug and series ii eccentric liner were implanted. Dr (B)(6) used a depuy stem and head on the femoral side.

Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper cocr lfit head 28mm/0, cat# 06-2800, lot# 59855003; omnifit ser. Ii cup ins. 0 deg., cat# 2043-2858, lot# 53236801; acetabular dome hole plug, cat# 2060-0000-1, lot# 59619501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.